Event description:
Per medwatch report #4200180000-2004-9006. The event description submitted was: "when assessing the ventilator circuit on the patient, it was determined that a tiny piece was missing and unable to be found. Piece in question is a tiny plastic circle that became disconnected from the airway adapter." Per the above description and a discussion therafter with the user facility it has been determined that this third occurrence of the sapphire window (the tiny piece that has been referred to as missing). See previous mdrs filed: 3023750-2004-0003 & 3023750-2004-00006.